Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria.the system history shows that the laser was verified successfully prior the date of treatment.logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day.the technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. (B)(4).

Event description:
A site representative reported a patient experienced inflammation of the left eye four days post prk enhancement procedure. The patient's steroid dosage was increased for intervention. Additional information was received from site which reported that at the patient's follow up appointment approximately three weeks post operative the cornea was clear, no inflammation. Patient was instructed to taper steroid and continue tears. No further information is expected. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.